Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening curved on radius, observed 40 mm dark patch edge material inside gel device and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on radius, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "unusual pain, tingling, swelling, numbness, or burning of the breast." Patient then reported a right side "lump or thickening in or near the breast or in the underarm area" and "painfully hard and looks abnormal due to capsular contracture," baker grade IV, "misshaped," and "rupture." No treatment or surgical reoperation has occurred. Device remains implanted.